Event description:
It was reported that the 9900 system had annotations applied to one image that carried through to other images. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.